Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bronchovideoscope displayed e216 and e226 scope communication error messages and they had some image issues during a procedure. E841 and e296 error codes were also displayed. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Reports are being submitted on the scope and video system used during the procedure. Please refer to the following reports: patient identifier of (B)(6) is related to model number: bf-h1100, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cv-1500, serial number: (B)(4). Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.